Event description:
Reporter has a condition of being chronically ill. On (B)(6) 2026, she was experiencing vomiting for several hours and diarrhea for several days. She was in and out of consciousness and couldn't hold food or water for several days. Reporter checked her blood pressure and noticed it had dropped dangerously low (84/45, 90/48, and 60/42). Now, she is on medication to stabilize her blood pressure. Reporter also showed symptoms of throat swelling. She visited a hematologist and her blood work showed dangerously low levels of iron (6 g/l). The reporter realized she uses cardinal health alcohol skin prep wipes to regularly (over 10 times a day) wipe her hands and the central line on her medical device. This is the procedure instructed to her by medical professionals. She at first believed she had food poisoning, but then thought to call cardinal health. Cardinal health confirmed a recent recall for the pads because of a discovery of two resistant strains of bacteria found on several batches. Reporter says cardinal health refused to take her report. Reporter is still experiencing nausea, fatigue, nose bleeds, and a skin infection on her nose and lips.